Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed using genexpert and the result was negative. There was no indication that results were reported out and there was no report of patient impact. Eua #: (B)(4). The following information was provided by the initial reporter: "false positive n1 result."

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed using genexpert and the result was negative. There was no indication that results were reported out and there was no report of patient impact. Eua #: (B)(4). The following information was provided by the initial reporter: "false positve n1 result".

Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant results when using the bd sars-cov-2 reagents for bd max¿ system kit (ref (B)(4) ) lot 1026935 was performed by the review of manufacturing records, review of customer¿s data and verification of complaints history. Review of the manufacturing records of the bd sars-cov-2 reagents for bd max¿ system indicated that lot 1026935 was manufactured according to specifications and met performance requirements. Customer reported a false positive result when using the bd sars-cov-2 reagents for bd max¿ system. A positive sample result gave a negative result when repeated, as well as when tested with the genexpert assay. Customer provided run file #12 from instrument ct2317 for investigation. The customer¿s udp settings were verified, and the result logic parameters were set in accordance with the bd sars-cov-2 reagents for bd max¿ system instruction for use. Data analysis show that 24 samples were tested with the bd sars-cov-2 reagents from lot 1026935 and two positive results were obtained. The first one, in position a12, gave a strong positive result. The sample for which the customer was complaining is sample tested in position b7. This sample gave a positive result for the n1 target only. Manual pcr curve adjudication was performed. Analysis of pcr curves show a late but true amplification in the fam channel (n1 target) and no amplification in the cy5 channel (n2 target), without anomaly indicative of true positive results. As mentioned in package insert, amplification of one target is sufficient to be considered as a positive sars cov-2 result. Such low positive samples can occur due to viral titers in the specimen being at or near the limit of detection of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. Moreover, limit of detection and targets detection can vary between different assays. It must be noted that the genexpert assay only detects the n2 and e genes targets and does not detect the n1 target. Moreover, manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. Overall, the analysis strongly suggests true low positive results. No product issue is suspected. There is no indication of an increase in complaints for discrepant results for the bd sars-cov-2 reagents for bd max¿ system lot 1026935. The root cause was not identified. Note that positives samples at the limit of detection of the assay or a through environmental or cross contamination introduced during the sample preparation at the customer¿s site can explain the customer discrepant samples. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). H3 other text : see h10.